Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd connecta¿ stopcock the 3-way stopcock is leaking. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd connecta¿ stopcock the 3-way stopcock is leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8149878. Our records show the reported lot was manufactured on 06/02/2018, and determined that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Leakage testing was performed on the sample submitted by your facility; the results of the tests were able to identify breaches between the housing and tap junction, as well as, in the injection valve. Previous investigations have found that the leakage between the housing and tap are caused by worn components in the manufacturing machinery. When worn down, these components can lead to an improper connection between the valve housing and the tubing of the device, causing a leak to occur at this junction. To prevent the reoccurrence of this event, the worn component was replaced on (B)(6) 2018. Bd will continue to track and trend for this issued for this issue. Nogales will open a CAPA (#629955) not because of the cid as it is ¿no CAPA required¿ as per CPR-028 based on the severity and occurrence calculation, the reason to open the CAPA is to better support the exposure to external stakeholders, the focus of the CAPA will be batch 8037509 and sub-assembly lots related to that batch.